Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dry mouth,shortness of breath and headaches . There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dry mouth,shortness of breath and headaches. Additional information was received about the alleged nodules on lung. There was no report of serious injury or harm. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed the p4 dc power connector was slightly corroded, potentially from liquid ingress. An unknown contaminant around the inlet, flip door, and top enclosure. Unknown fiber-like contaminants were observed on the back of the front panel and on the blower. A dust-like contaminant was observed on the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. A humidifier investigation was conducted, and manufacture observed unknown contaminants in the top enclosure, iso port, flip lid seal, and dry box seal. Unknown hair-like particles were observed in the bottom of the base and around the heater plate. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and couldn't able to confirm the customer complaint. The manufacturer observed dust contamination are consistent with being from an external source and power connector were corroded due to liquid ingress. Section h6 clinical code has been updated. Section h6 type of investigation, investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
Additional information was received on apr 14, 2022 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dry mouth,shortness of breath, headaches and nodules on lung. Additional information was received about the allegation of visualization of particles. The sections b1, b2, b7, h1, h6 have been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.). Section b2 was corrected to other serious or important medical events. (Previously, it was blank.). Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes and health effects - impact code was corrected.

Manufacturer narrative:
Additional information was received on may 27, 2025, and section h10 should be reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged dry mouth,shortness of breath and headache related to a CPAP device's sound abatement foam.there was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 codes captured incorrectly in previous report, it has been corrected and updated in this report.